Event description:
This is report 1 of 1 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). The patient experienced peritonitis. The patient was hospitalized and discharged. The cause was unknown and the culture was negative. The patient was recovering from this event at home.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd894162 was performed. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.